Event description:
The physician reports that the crystalens haptic became damaged when delivering the lens using the staar surgical lens injector system. Intervention was performed intraoperatively to enlarge the original incision and remove the damaged lens. A second crystalens was implanted successfully.

Manufacturer narrative:
.